Event description:
The following information was provided: it was reported that the patient had a left hip revision due to patient feeling long on operative side. No further information available due to hospital policy.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.